Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ('bladder perforation'), intestinal perforation ('bowel perforation') and device breakage ('breakage') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced bladder perforation (seriousness criterion medically significant), intestinal perforation (seriousness criterion medically significant) and device breakage (seriousness criterion medically significant). At the time of the report, the bladder perforation, intestinal perforation and device breakage outcome was unknown. The reporter considered bladder perforation, device breakage and intestinal perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ('bladder perforation'), intestinal perforation ('bowel perforation') and device breakage ('breakage') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced bladder perforation (seriousness criterion medically significant), intestinal perforation (seriousness criterion medically significant) and device breakage (seriousness criterion medically significant). At the time of the report, the bladder perforation, intestinal perforation and device breakage outcome was unknown. The reporter considered bladder perforation, device breakage and intestinal perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. This case become incident. Reporters information updated. Event: injury were updated to breakage, bowel perforation, bladder perforation were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.